Event description:
The customer called for assistance with the insulin pump. After the customer was assisted, she mentioned that she was hospitalized for low blood glucose with a reading of 13 mg/dl. The customer stated that her blood glucose levels were going low during the night because the basal rate was set too high. The customer had since corrected the basal rates and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.